Manufacturer narrative:
The date of this submission is (B)(4) 2013. This closes out this report unless other additional significant information is received.

Event description:
This spontaneous report was received on (B)(4) 2013 from (B)(6) caucasian female consumer reporting on self from the united states. The consumer did not have any medical history. The consumer was not taking any concomitant medications. On (B)(6) 2013, the consumer started using o.b. Combination packs, vaginally, one tampon once, for menstruation cycle (lot number 0873m8912 and expiration date unspecified). On the same day while removing the tampon, she gave a gentle tug to the tampon string and she noticed that the string came loose, got slipped right off the tampon and the entire cotton part (absorbent material) of the tampon was left inside the body. About 90 seconds after the string came loose; she was able to remove the tampon. She mentioned that she had been using the tampon since her entire adult life, and never had an issue before. She stopped using this particular size tampon for the rest of the day. Then she started using a whole new box of the tampons for her remaining menstrual cycle. This report was assessed as non-serious and the company causality was assessed as related. This report was considered a reportable malfunction case in the united states.

Manufacturer narrative:
This closes out this report unless other additional significant information is received.

Event description:
This spontaneous report was received on 10-oct-2013 from a (B)(6) female consumer reporting on self from the united states. The consumer did not have any medical history. The consumer was not taking any concomitant medications. On (B)(6) 2013, the consumer started using o.b. Combination packs, vaginally, one tampon once, for menstruation cycle (lot number 0873m8912 and expiration date unspecified). On the same day while removing the tampon she gave a gentle tug to the tampon string and she noticed that the string came loose, got slipped right off the tampon and the entire cotton part (absorbent material) of the tampon was left inside the body. About 90 seconds after the string came loose; she was able to remove the tampon. She mentioned that she had been using the tampon since her entire adult life, and never had an issue before. She stopped using this particular size tampon for the rest of the day. Then she started using a whole new box of the tampons for her remaining menstrual cycle. This report was assessed as non-serious and the company causality was assessed as related. This report was considered a reportable malfunction case in the united states. Additional information received on 08-nov-2013 returned sample received on 29-oct-2013 was visually and physically inspected and no non-conformances or manufacturing defects were observed. Lot number provided by the consumer was valid. A review of the trending data revealed no unfavorable trends and no trend for the reported lot number. Batch record review revealed that the process was executed as per established parameters and procedures. All in-process checks were performed with acceptable results. No incident in regards to process deviations or any atypical situation that might be associated to this complaint was observed. The retain sample was inspected and no nonconformance or manufacturing defects were observed. No evidence was found that would indicate that the cause of the complaint occurred during the manufacturing or packaging process of the product. Disposition was undetermined. Complaint trends would continue to be monitored. This report remains non-serious. This report remains a reportable malfunction case in the united states.